Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the remote home monitoring system issued an alert for the cardiac resynchronization therapy pacemaker (crt-p) indicating it had reached safety mode. The clinic noted they would schedule the patient for a change out procedure in the future. The field representative was told by the clinic that a current change out time frame was not available. The crt-p remains in service and no adverse patient effects were reported.